Event description:
A report was received that the pt underwent a pocket revision procedure due to discomfort. The ipg had moved up a little bit and was uncomfortable for the pt. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.